Event description:
It was reported that a system error alarm occurred on the homechoice machine (no details provided). There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported unknown system error. The reported issue of unknown system error was confirmed during the event history log review task, and was determined to be a system error 2265. Visual inspection and functional tests were performed and no issues were noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported system error could not be determined. Should additional relevant information become available, a supplemental report will be submitted.